Manufacturer narrative:
The user facility submitted medwatch report number (B)(4). A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Per the caution on page 2-17, spectrum iq operator's manual, 41018v0900, "the upstream occlusion detector may not detect partially occluded tubing. Always check to ensure the IV set¿s clamp is not closed above the pump and respond appropriately to all primary and secondary check flow prompts." The pump's dose error reduction system (ders) is described on page 8-3 and includes a primary flow check for error prevention. A screen displays at the start of the infusion and the clinician must make sure that: all clamps are open, there are no kinks in the tubing that might prevent flow, and drops are flowing in the drip chamber. The screen requires user response via a key press. Additionally, the pump is not designed to detect blood in the IV line. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an alarm was not generated for an upstream occlusion on a spectrum iq pump during patient infusion of nitroglycerin. The patient was admitted to the cardiac intensive care unit for hypertension crisis and nitroglycerin was infused and "maxed" at 15.1-26.1ml/hr. It was reported the ¿patient persistently hypertension¿. The intravenous (IV) tubing was flushed, and blood backflow was observed. While checking IV tubing, it was observed that the blue clamp was partially clamped, and no drops were observed in the drip chamber. The pump did not generate an alarm. The tubing was then unclamped, and drips were noted inside the chamber. The patient outcome was reported as ¿stable¿, no harm to patient". No additional information is available.